Manufacturer narrative:
Failure to follow instructions (deploying iliac limb before the bifurcated stent graft)

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm. It was reported that the endurant stent graft systems were inserted into the patient to the intended landing zones, however the physician inadvertently deployed the endurant iliac limb prior to the endurant bifurcated stent graft. The physician elected to reposition and deploy the endurant iliac limb in the aneurysm sac and continued on with the procedure by; deploying the bifurcated stent graft and inserted and implanted another endurant iliac limb to successfully exclude the aneurysm. Per the physician, the cause of the event was related to the user error; deploying the endurant iliac limb prior to deploying the endurant bifurcated stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.